Event description:
On (B)(6) 2012, while installing a new, out of the box, motor control board rpm 20-310/320 (article number: 70100.7759, serial number: unknown) at (B)(6), the service technician reported that the motor control board gave a "reverse relay error" message. (B)(4)

Manufacturer narrative:
(B)(4).maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The technician replaced the defective motor control board with a new board. A valid serial number was not provided for the defective control board, so the date of manufacture could not be determined. (B)(4)